Manufacturer narrative:
(B)(4). The confirmed failure is a known issue and has been investigated under a corrective and preventative action. Information has been added the database and trends will continue to be monitored.

Event description:
It was reported that both flanges on tracheostomy tube broke while in use at home. The tracheostomy tube then had to be changed as it could no longer be secured onto patient. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).